Manufacturer narrative:
H.6. Investigation: four open 32g x 4mm pen needle samples were returned from lot. No. 1006177, cat. No.320561. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on three samples and a broken non patient end of cannula was observed on the remaining one sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported bd ultra-fine¿ pro was difficult to operate. The following information was provided by the initial reporter: "it is impossible to inject insulin with the pen-needles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ pro was difficult to operate. The following information was provided by the initial reporter: "it is impossible to inject insulin with the pen-needles".